Event description:
Patient contacted dexcom technical support on (B)(6) 2014 to report a hypoglycemic event. Patient reported a reading error symbol and pass out on (B)(6) 2014. Patient's boyfriend treated with candy. No medical intervention was necessary.

Manufacturer narrative:
(B)(4).